Manufacturer narrative:
It was indicated a portion of the lead would be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine device replacement procedure, this right ventricular (rv) lead was removed fro the device. All measurements were appropriate through the pacing system analyzer. The physician cleaned the distal portion of the lead with gauze before connecting to the new device. After the cleaning, it was noted the conductor was stretched. The lead was surgically abandoned and a new rv lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Only the proximal segment of lead was returned, it was severed approximately 7 cm from the terminal pin. Analysis confirmed that it is possible that there was a bonding/adhesive issue at the terminal assembly prior to the cleaning/handling of lead and the stretched coils most likely occurred during the separation.

Event description:
--